Manufacturer narrative:
The reported issue occurred in a cervical spinal fusion. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion cervical the navigation system became unresponsive but functioned normally after sometime. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.